Manufacturer narrative:
A ge service rep performed an on site investigation. The cb1 circuit breaker was reset. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not start up (boot up). There is no report of pt injury associated with this event.